Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown female patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a preface® guiding sheath with multipurpose curve. When pulling the dilator from the introducer to introduce the catheter, the lock came together with the retainer. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 22-mar-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-may-2023, the product investigation was completed. It was reported that an unknown female patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a preface® guiding sheath with multipurpose curve. When pulling the dilator from the introducer to introduce the catheter, the lock came together with the retainer. Device evaluation details: during visual inspection, the sheath introducer and the vessel dilator were returned for evaluation. The brim cap/hub/hemostasis valve were thoroughly inspected and no anomalies on the assembly of the components were noted. No other anomalies were noted along the unit. A functional test was performed. A flushing test was intended, water passed from the side port tubing to the hub and came out of the tip of the sheath. No leakage was observed on the valve or the hub.  No other anomalies were detected. A device history record evaluation for finished device number 18075346 was performed and no internal action related to the complaint was found during the review. The complaint reported by the customer was not confirmed since a functional test was performed to verify the functionality of the valve/hub and no leaks after the tests were noted. Additionally, no anomalies on the assembly of the valve/hub were noted. The exact cause of the reported event could not be conclusively determined. Procedural and/or handling factor may have contributed to the event reported. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Biosense webster¿s quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).